Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device gets too hot. There was no harm or adverse event for patient, operator or third party reported. No further information received. ***update avoe (B)(6) 2023 it was confirmed that the error occurred during a hand arthroscopy surgery on the (B)(6) 2023. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: (use error) due to the condition of the device, the reported event of "device gets too hot" could not be confirmed during evaluation. However, the most likely cause of this event is use error.